Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. After review, the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) device during dwell three of six. The home patient (hp) was connected at the time of the alarm. During the troubleshooting, it was discovered that the tubing was leaking at the connection of line and bag. The technical service representative (tsr) explained the alarm and instructed the caregiver (cg) to cycle the power on the hc to clear it. The tsr advised the cg how to monitor the initial drain in order to ensure the hp drains out before moving into fill. The tsr advised the cg to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.